Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the single use aspiration needle did not slide well inside the guide sheath. It was very tight, and it was hard to get the needle in and hard to get it out. When the respiration therapist (rt) wanted to take the needle out in order to collect the sample, it did not come out because the guide sheath itself had stretched during introduction and removal. The issue occurred during a therapeutic radial ebus (endobronchial ultrasound) bronchoscopy procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, d10, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the tube is deformed and appeared to be bunched up at proximal end where it connects to the handle. Also, there are 2 crushes, and 1 deep kink at mid-section of the working length. The needle sheath has a punched hole a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the tube is deformed and appeared to be bunched up at proximal end where it connects to the handle, 2 crushes, and 1 deep kink at mid-section of the working length, and the needle sheath has a punched hole was due to component failure olympus will continue to monitor field performance for this device.

Event description:
It was reported that the single use aspiration needle did not slide well inside the guide sheath. It was very tight, and it was hard to get the needle in and hard to get it out. When the respiration therapist (rt) wanted to take the needle out in order to collect the sample, it did not come out because the guide sheath itself had stretched during introduction and removal. The issue occurred during a therapeutic radial ebus (endobronchial ultrasound) bronchoscopy procedure. The procedure was completed using a similar device. There were no reports of patient harm.